Event description:
Related manufacturer reference number: 2017865-2022-01427. Related manufacturer reference number: 2017865-2022-01428. It was reported that the patient presented in clinic. The right atrial (ra) lead showed low pacing impedance. Pocket infection was noted around the pacemaker (pm). The ra lead, the right ventricular (rv) lead, and pm were all explanted. The patient was stable.

Manufacturer narrative:
Additional information notes device will not be returned.

Event description:
New information notes device will not be returned for analysis.

Manufacturer narrative:
Correction: b5 and h6 for capturing issue.

Event description:
New information received notes that there was a capturing issue on the atrial (ra) lead.

Manufacturer narrative:
The reported events were low pacing lead impedance, capturing problem and pocket infection. The reported events of low pacing lead impedance and capturing problem were confirmed. As received, a complete lead was returned in one piece. Final analysis found that the insulation was abraded at 13.0 cm and 15.0 cm from the connector pin and 18.7 ¿ 18.8 cm from the connector pin from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.